Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector occurred during device handling by the user. The electrical component was damaged by the water invasion, and error message was displayed. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed due to water leakage inside the suction connector. Additional evaluation findings are as follows: the light cover glasses was chipped, the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was worn, the distal end adhesive was worn, the circuit board chip was missing, the down and right angle was straining, the up/down angle play was play evident, and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera elite colonovideoscope, there was an error code e315 while the scope was plugged in. The event occurred during preparation for use and the procedure was completed with a similar device. There was no procedural delay or patient harm associated with the event.